Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during the procedure. During a carotid procedure, it was reported that the initial wire shape on the first rx accunet did not allow the filter basket to advance into the right internal carotid artery. The wire was re-shaped and easily advanced across the lesion to the target site; however, the filter basket would not deploy. A second rx accunet was advanced, but the wire prolapsed causing a kink which did not allow the rx accunet to cross the lesion. A third rx accunet was advanced and deployed at the target site. At this point, the pt was neurologically intact. Placement of an rx acculink was attempted but would not cross and was removed. A viatrac was used to dilate the site at 8 atm and the pt experienced hypotension. Neosynephrine was administered; the pt was hemodynamically stable and neurologically intact. The stent was again advanced to the lesion and crossed without incident. Although the lesion was heavily calcified there was excellent deployment with coverage of the entire lesion. The stent delivery system was removed. The pt was asked to squeeze a ball but was unable to do so. It appeared the pt had suffered a right hemispheric event. Contrast injection showed patency of the stent. A viatrac balloon was used for post-dilatation. IV hydration fluids and plavix were administered. Reassessment of the pt neurologically indicated a persistent right hemispheric deficit with left-sided neglect and left arm weakness. No evidence of thrombus was present and the stenosis was completely resolved. Cerebral views of before and after filter capture showed no distal embolization. A CT scan confirmed an embolic right middle cerebral artery parietal stroke. The pt was discharged to a rehab facility in 2007. No additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the lot history record (lhr) did not produce any findings relevant to this report.